Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture ano malies and exit block. Telemetered lead impedance was >1900 ohms.